Event description:
Md attempted to use an echelon flex 45 stapler on an appendix. He did a test of it before inserting it into patient and it failed. He tested it a second and third time and it passed. He inserted the stapler into the patient, but then the stapler wouldn't release or fire.